Manufacturer narrative:
This event occurred in (B)(6). The customer's test strips were returned for investigation. The customer returned two vials of test strips with different lot numbers, lot 43002012 and 41747011. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs meter serial number (B)(4) compared to a laboratory sysmex analyzer with dade innovin reagent. The customer also used his general physician's roche professional meter for further testing. The customer¿s coaguchek xs meter result was 3.5 inr. Within 30 minutes, the customer¿s result with his general physician's roche professional meter was 3.6 inr. The customer had a venous sample collected at the same time as meter testing, and the laboratory result was 2.48 inr. The customer used the laboratory results for dosing purposes. The customer¿s therapeutic range is 2.5- 3.0 inr.

Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results lot 417470 (qc range: 2.7 - 3.5 inr): qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 3.0 inr. Testing results lot 430020 (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr; qc 2: 3.0 inr; qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.